Event description:
An altitude alarm was reported on the pump, leading to the customer's insulin suspension. There was no reported adverse impact on customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.